Manufacturer narrative:
Block d.2b; additional applicable product code: qrb.

Event description:
It was reported by the patient that he underwent a lead revision procedure for an unknown reason. The device will not be returned as the location is unknown. Despite good-faith efforts, no additional information could be obtained regarding this event.